Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The article was written by kengo yamamoto, naoki miyagawa, toshinori masaoka, yoichi katori, takaaki shishido and atsuhiro imakiire. This report is number 1 of 2 MDR's filed for the same patient (reference 1825034-2016-02971 / 02972).

Event description:
Information was received based on review of a journal article titled, "clinical effectiveness of antibiotic-impregnated cement spacers for the treatment of infected implants of the hip joint" which aimed to study (B)(6) patients who utilized antibiotic-impregnated cement spacers for infections that were a result of total hip arthroplasty and bipolar arthroplasty between (B)(6) 1998 and (B)(6) 2002. The diagnoses for these patients includes : (B)(6)- femoral neck fractures, (B)(6)- avascular necrosis of femoral head, (B)(6)- osteoarthritis, (B)(6)- fracture-dislocation of the hip and (B)(6) case of rheumatoid arthritis. These infections stemmed from (B)(6) cases of cns, (B)(6) cases of staphylococcus epidermis, (B)(6) cases of (B)(6), (B)(6) cases of pseudomonas aeruinosa, (B)(6) case of (B)(6) and (B)(6) unknown cases. From (B)(6) 1998-(B)(6) 2001, hand-molded cement spacers were made on the method of ivarson by separately duplicating the shape of the retrieved femoral head and the femoral stem component with bone cement. Group a which had (B)(6) participants were implanted with competitors' parts and group b had (B)(6) participants and used biomet cement spacer molds. (B)(6) patient was identified in the article that underwent a total hip arthroplasty on an unknown date. This patient was revised due to infection. There has been no further information provided and the patient outcome is unknown.